Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the issue, but did observe the reported alarm "iab disconnect" in the diagnostic fault logs. The fse tested the iabp and performed all diagnostic tests, and the iabp passed to factory specifications and was subsequently returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a false "iab disconnected" alarm. There was no patient harm and no adverse event was reported.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a false "iab disconnected" alarm. There was no patient harm and no adverse event was reported.